Event description:
According to the customer, "I was using it with the albuterol inside when it caught on fire". The customer reported that "I unplugged it and it was still smoking".

Manufacturer narrative:
According to the customer, "I was using it with the albuterol inside when it caught on fire". The customer reported that "I unplugged it and it was still smoking". The customer reported that "I have been using the asthma inhaler to help me out with it to breathe". The customer did not report any injury. The sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.